Manufacturer narrative:
Concomitant medical products: 694965 lead, implanted (B)(6) 2007.

Event description:
It was reported that the patient received inappropriate therapy from the implantable cardioverter defibrillator (ICD) device due to detection of supra ventricular tachycardia (svt). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.